Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
During a compliance auditors field visit on (B)(6)-2011 a removal of a tfn, helical blade, and a locking screw took place due to a non-union. Pt's implant date is unk, as well as the date of discovery of the non union. This procedure was a referral from another hospital. Pt was revised to 95 degree condylar plate. This is one of three reports for this complaint.

Event description:
Surgeon noted patient slipped and fell.